Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient felt a surge in stimulation and the patient turned off the system. Reportedly when trying to turn the system back on the external devices were unable to locate the ipg. Follow-up revealed the sjm representative confirmed the ipg is unable to communicate with external devices. Reportedly the physician scheduled the patient for surgical intervention to resolve the issue.